Manufacturer narrative:
The customer¿s report of the set leaking was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 0.0625 inches long. Visual examination under magnification showed no crush mark to the upper fitment. Functional and pressure testing was performed; a leak from the silicone tubing near the upper fitment was observed. The cause of the leak was a tear in the silicone segment. The cause of the tear was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was intubated for extreme agitation and delirium tremors. A continuous infusion of propofol was programmed to infuse at a rate of 18 ml/hr. However after 1 hr., the nurse noticed fluid dripping out of the device and onto the floor. Upon further investigation, it was reported that tubing ruptured and separated at the upper fitment. There was no report of patient harm. The event occurred in the ccu.